Event description:
The customer stated she was hospitalized for unk high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. The programming was correct as well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.